Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient programmer was not working and the patient put new batteries in it. During the call, the patient synched the programmer to the ins and reported seeing the warning message to charge the ins. The patient said she had just charged the ins. The patient started a charging session on the call and was able to get good coupling. The patient said the first quartile was flashing. It was reviewed to charge the ins at least to 1/4 before turning stim on. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was not sure what circumstances led to the battery being low. Patient stated a rep had them place their recharger on their stimulator and they figured it out that the patient had not given it enough time and was not placed right.